Event description:
It was reported that a patient who underwent anterior capsulotomy lens fragmentation and corneal incisions with the catalys system experienced an arc incision that fully penetrated the cornea. The surgeon placed 3 sutures to close the incision, enabling him to successfully complete the cataract surgery procedure. After surgery, a bandage contact lens was fitted. Sutures are to remain in for up to 6 weeks. Patient was last seen for follow-up on (B)(6) 2012, reported as doing well with a va of 20/80 in the subject eye.

Manufacturer narrative:
Investigation of the incident included the analysis of the system database, system records, system optical coherence tomography (oct) recording, system video display recording from this procedure; operating room surgical video was not available for analysis. From the analysis of the system database and system records, it was determined that an inadvertent deviation from the designated written service procedure resulted in a misalignment of the laser. The laser alignment error was subsequently corrected prior to the next day of surgery.